Manufacturer narrative:
The calibration data showed that the calibration was out of date. The qc data provided was illegible. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The analyzer alarm trace showed no conspicuous events on the day of the event. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys troponin t hs assay result for 1 patient tested on a cobas 6000 e 601 module. The initial tnt hs result from an aliquot from the primary tube processed by a modular pre-analytical system was 96.3 ng/l. A different aliquot from the same primary tube resulted in a tnt hs result of 4.48 ng/l. The primary tube was also tested and resulted in a tnt hs result of 3.24 ng/l. A new blood sample was collected from the patient which resulted in a tnt hs result of 3.95 ng/l. The initial questionable result was reported outside of the laboratory. The tnt hs reagent lot was 38154700 with an expiration date of 31-may-2020.